Event description:
According to the reporter, pre-operatively, a handle error showing red line and warning sign on top was displayed. Another device was used to resolve the issue in order to complete the case. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation of the system logs, a secondary condition of multiple fpga (field programmable gate array) reset/reprogram failures was detected. This condition has a potential for patient harm. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The cause for the additional condition is traced to device design. Improvements have been initiated to mitigate this condition. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.